Event description:
Customer reported that the syringes were a general poor quality and were easy to get clogged. Also, the plunger came off during use with one syringe. No information was received regarding any serious injury as a result of this product issue.